Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 500+ mg/dl. The customer's blood glucose reading was unknown. The customer stated that she experienced 3 hospitalized events. However, the customer does not recall the date or readings of the incidents. The customer declined to troubleshoot for high readings or the pump.